Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver a had red alarm, and that the patient was hypervolemic which was cause of the alarm. The patient was switched to a back-up driver. The patient was also reported to have an infection prior to the driver exchange, and is currently in hospital.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found six new alarms, indicating secondary motor engagement and primary motor not engaging after open or short detected. Visual inspection of external components found a broken exhaust fan cover. Visual inspection of internal components found secondary motor out of alignment. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a hypervolemia test performed with no evidence of a malfunction and no alarms produced. A functional test on the driver's secondary system was also performed due to indications of secondary motor engagement. Driver performed as intended. Failure investigation for this complaint confirmed the reported issue. Functional and observational testing confirmed that the root cause of the red alarm was likely secondary motor engagement, however, the root cause of the unintended engagement could not be determined. Hypervolemia testing did not replicate the reported issue and did not produce a permanent alarm. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the exhaust fan cover was cosmetic only. Freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver a had red alarm, and that the patient was hypervolemic which was cause of the alarm. The patient was switched to a back-up driver. The patient was also reported to have an infection prior to the driver exchange, and is currently in hospital.